Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to turn or attach the luer connector to the pump when the cartridge was installed, though the connector could be turned when the cartridge was removed; after guided troubleshooting with alternate connector and cartridge and repeated attempts, the user successfully attached the connector, observed insulin drops, and resumed delivery, with a recorded blood glucose of 168 mg/dl and no alerts or alarms. Symptoms included no clinical effects. Outcomes included no interruption in diabetes control requiring medical attention and no hospitalization. Investigation included user troubleshooting and education, component substitution, and functional verification by the user after reconnection. Investigation of this case revealed a use difficulty during connector attachment without device malfunction, consistent with a connection/assembly issue involving the connector component. It was concluded, based on previously established findings for similar reports, that the cause was user error during assembly.